Manufacturer narrative:
The pad-pak was first installed on the 3rd september 2009 and passed all self-tests, alongside random manual power ons, up to the 6th september 2015. An increase in voltage suggests a further pad-pak was installed on the 15th july 2012. Between the (B)(4) 2015 the device records multiple manual power ups of 10 minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.